Event description:
The customer reported a communication failure error, the field engineer noted that the system would not fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interface board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.